Event description:
The customer reported via phone call that they were unable to lower their blood glucose below 300 mg/dl. Customer has changed their infusion set twice, but their high blood glucose persisted. The customer reported vomiting from their blood glucose. Customer has been treating their blood glucose with the insulin pump and insulin pens. Troubleshooting found the customer had tiny air bubbles in their reservoir. Customer was advised to perform a 5 unit fixed prime until the air bubbles were no longer visible. It was also found the cannula on the customer's infusion set was slightly bent. A high pressure test also showed insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to change out their complete set. Customer's current blood glucose was 288 mg/dl. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.